Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a system stop, correlating to a driveline disconnect alarm, and dim green pump leds were both confirmed. The provided log file contained data spanning approximately 3 hours (B)(6) 2023, 19:18 ¿ 22:22 per timestamp). On (B)(6) 2023, the patient¿s speed was observed to drop to 0 rpm, and a driveline disconnect alarm was observed at this time. The pump ramped back up to speeds above the low speed limit within the same minute of these events, and the pump maintained speeds above the low speed limit throughout the remainder of the data while connected to the driveline. The returned system controller (serial number (B)(6) was functionally tested and was found to perform and operate a mock loop as intended for extended periods; however, the green leds that signify whether the pump is running were observed to be dim. Atypical alarms were unable to be reproduced throughout all testing, and the patient was stated to be at home and stable per additional information. The root cause of the observed system stop was unable to be conclusively determined through this analysis. Issues regarding dim green pump leds on the system controller have been addressed via a corrective action, this controller was manufactured prior to the implementation of that corrective action. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the driveline disconnect alarm. To resolve the alarm: 1. Immediately reconnect the driveline to the system controller and move the driveline safety tab on the system controller to the locked position. (See page 31.) 2. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. 3. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. 4. Immediately call hospital contact if steps 1¿3 do not resolve the alarm. The heartmate ii patient handbook instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2023-05844.

Event description:
It was reported that the patient was admitted for an arrhythmia that resulted in low flow alarms. In the emergency room, a driveline disconnect alarm occurred and the pump running symbol was off on the system controller. The driveline was disconnected and reconnected by the perfusionist, and the pump resumed normal operation. The pump running symbol was dim, and it was noted the controller was old. The decision to exchange the system controller was made. Upon log file review, 2 pump stops were noted as well as 2 driveline disconnects. It was reported by the site that they we not sure of the cause of the first driveline disconnect, and it was following that alarm that the controller was exchanged, which is the reason for the second driveline disconnect. It was additionally reported that the alarms resolved following the controller exchange.

Manufacturer narrative:
Related MFR# 2916596-2023-05844. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.